Event description:
The lead was inserted into the right atrium by the physician. The lead is an active-fix lead (screw-in to tissue). Two times the lead was screwed into the cardiac tissue in the right atrium and twice the lead would not stay in a stable position. The physician chose to remove the lead and attempt with another lead. There were no problems with the second lead inserted. The physician requested the lead be returned to manufacturer as defective. No harm to the patient.